Manufacturer narrative:
The associated oxinium femoral head was not returned for evaluation. A clinical evaluation noted that no clinical relevant documents will be provided to conduct a thorough medical assessment. Therefore, no medical assessment is warranted at this time. This complaint will be re-evaluated if more clinical information is provided. Our investigation including a review of the manufacturing records for the listed part with the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed. Due to infected left hip joint. Patient underwent revision hip surgery with removal of acetabular liner (competitor product) and femoral head.